Event description:
A peritoneal dialysis (pd) patient reported that the liberty select cycler screen was blank during power up. The patient pressed ok, stop and touched the screen, but the screen remained blank. The ok and stop keys made sound when pressed. The patient rebooted the cycler and the keys lit up but the screen remained blank. The fresenius technical support representative advised the patient the cycler would be replaced. Upon follow up, it was confirmed that no patient adverse effects were experienced, and no medical intervention was required. The patient was able to complete treatment with continuous ambulatory peritoneal dialysis (capd) on the day of the reported event and until the replacement was received. The patient confirmed that the cycler arrived on time and since the arrival, the patient has been able to use the new machine to complete her treatments without further issues. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. La visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. A known good inverter board was installed and the display became operational. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1638 which reflects the transformer has p180 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.touch screen check failed, during an attempt to navigate through the cycler interface, the touch screen failed to respond. Recalibrated touch screen. Turned the power off/on. Touch screen is now working properly. Touch screen test passed.voltage verification check passed. System air leak test passed.valve actuation test passed. Teach pumps test passed. There were visual no indications of dried fluid under the pump assembly and the bottom cover.a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.